Manufacturer narrative:
Concomitant medical products: product ID: 8702, product type: catheter. Product ID: neu_ptm_prog, product type: patient programmer. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced underdose symptoms and increased pain. The location of the issue or symptom was noted as the device pocket. The patient had a personal therapy manager (ptm) which reported an 8476 error. The patient came to the hospital for a check and the pump interrogation revealed a motor stall had occurred on (B)(6) 2015 at 05:30 and it was unknown if it had recovered. If the motor stall did not recover the pump would need to be explanted and exchanged. Diagnostic testing included checking the logs. It was further reported that the pump was reprogrammed to deliver a bolus. Afterwards, it was interrogated again and there was no sign of another motor stall. The patient and the pump were to be closely monitored and checked for further signs of a motor stall. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. At the time of the report the patient's status was reported as alive-no injury. This device system delivered carbostesin 0.5 % (bupivacaine). Initially it was reported that the pump remained implanted and in-service. However, at some point the pump was explanted and returned for analysis. Additional information was requested to clarify resolution details and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was later clarified that as of (B)(6) 2015 the pump was noted to have stalled again and therefore was scheduled to be explanted at that time. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.